Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device had a bent craniotome tip "foot". It was determined that the issue was consistent with excessive force when using the device and applying too much side load, causing the craniotome tip "foot" to bend. It was further determined that the device failed for visual assessment. It was determined that the issues were consistent with misuse. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the craniotome device had an undetermined malfunction. It was further reported that the issue was nothing specific; however, the device was received broken. During in-house engineering evaluation, it was observed that the device had a bent craniotome tip "foot¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.